Event description:
It was reported that on (B)(6) 2026, the patient underwent transurethral resection of a bladder lesion. After the surgery, a three-way urinary foley catheter was placed, and continuous bladder irrigation was performed. Once awake, the patient was sent to the recovery room. About 20 minutes later, the recovery room reported that the patient's bladder was distended and the irrigation was slow. The surgeon examined the patient and pressed the syringe to irrigate. There was strong resistance when pushing the syringe, and no urine could be aspirated. It was suspected that slow irrigation had caused blood clot formation, obstructing the catheter. Therefore, while the patient was awake, the catheter was removed and reinserted, after which the irrigation flowed smoothly. Later, upon testing by removing the catheter, it was found that this catheter had a small irrigation port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.